Event description:
The device was used during an urological procedure. Reporteldy, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has rpeorted no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.